Manufacturer narrative:
On (B)(6) 2020, the patient visited the implanting clinician office for a visit to evaluate a discomfort related to skin irritation and possible migration. The implanting clinician told the cr that the device's lead tip had migrated to the skin's surface. The implanting clinician decided to schedule a revision to correct the migration. The patient was sent home with antibiotics, and lab work was ordered to evaluate infection levels. On (B)(6) 2020 the implanting clinician performed a revision to place the migrated leads under the skin. The cr was present for the revision and disclosed the procedure was performed successfully with no complications. On an unknown date, the cr follow up with the patient to obtain an update on her status; the patient reported feeling well with no further issues. Device erosion is a known adverse event for peripheral nerve stimulation that is reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lot swo190614, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The root cause of this complaint is the suture was found to have failed and caused the device erosion.

Event description:
Stimwave quality has investigated the details for a reported stimulator erosion submitted to the stimwave complaint system on june 8, 2020, by clinical representatives (cr) in the united states. Cr became aware of this issue june 8, 2020.